Event description:
It was reported that during a lap hernia procedure, device was sticking closed. Not firing. It is unknown if another device was used to complete procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? What were the indications for surgery? What was found? Does the patient have any relevant history of surgical treatments? Did somebody other than the primary surgeon fire the instrument? Was there a recent conversion to ees devices in this account or with this surgeon?

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the jaw and cam were visually inspected and a burr was noted on the right jaw. The device was sent to the lab to examine the jaw and cam surfaces. The surfaces were examined with an optical microscope and images of the components were taken. The side of the jaw was examined in the scanning electron microscope (sem) which has an energy dispersive x-ray (edx) spectrometer that can determine the elements in a material. The jaw and cam were examined and there were no obvious fractures or missing pieces of the two parts. On the right side of the jaw a metallic particle was observed wedged in the track of the jaw. The particle was removed and analyzed with the sem/edx and the particle consisted of (B)(4) in ratios that are consistent with a 420 (B)(4). This is the alloy used to make both the jaw and the cam. However, no discernable pieces were missing from either part. It is possible that the particle is a remnant from the manufacturing process and that it may have been wedged in the jaw prior to assembly. The batch record was reviewed and no anomalies were noted during the manufacturing process.